Manufacturer narrative:
Internal complaint reference: (B)(4) this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a polar primary hip replacement surgery, one (1) r3 20 deg xlpe acet lnr 28mm x 46mm did not fit in one (1) r3 3 hole acet shell mm46 that was placed and secured with three screws. Possible causes were reviewed, and it was identified that the polyethylene liner never adhered correctly to the cup. The doctor decided to cement the insert to the cup. Due to the patient's pathology and morphology, the cup could not be removed. The procedure was resumed, after a non-significant delay, using the same devices. No further complications were reported.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided video was reviewed; and shows the liner in the cup. However, it does appear to be easily removed. Based on the limited information provided a clinical root cause for the reported event could not be determined. The patient impact is determined to be the cemented liner in the acetabular cup. Although the patient impact as it relates to the cemented liner cannot be predicted; accelerated wear and/or early revision cannot be ruled. A review of the production order for both the acetabular liner and acetabular shell did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number of the acetabular liner and shell over the past 12 months and for the batch numbers for both devices based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.